Manufacturer narrative:
The device was received for evaluation; verified complaint through visual inspection. The main power supply has a burnt component. Replaced the main power supply. Device no longer smokes during start up. Probable cause is burnt component on the main power supply. During inspection found the main chassis, keypad, and ac power cord to be damaged. Verified discrepancies through visual inspection. Replaced the main chassis, keypad, and ac power cord. Probable cause is physical damage consistent with normal wear and tear. Device passed self-test with no error alarms.

Event description:
The event occurred on an unspecified date and involved plum 360¿ infuser. It was reported that the device started smoking when booted on. The event occurred during start up. There was unknown patient involvement, no harm was reported as a consequence of this event.